Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. Additionally, the angle wires were stretched, the adhesive part on the bending rubber was worn out, there was deterioration of the adhesive, part of the insertion tube was caught and pinched, there was damage or deformation of the flexibility adjustment ring, the resin area was detached, there was damage of the universal cord, the light guide lens was cracked, the resin was cracked, and there was water invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an angle knob leak on a colonovideoscope. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, there was foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.